Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported a patient with a sterile marginal infiltrate and diffuse lamellar keratits of the right eye five days following lasik treatment. The topical steroid was increased and the symptoms resolved post operatively.

Manufacturer narrative:
Review of the logfiles for the day of treatment shows during start up the vacuum check, the energy check and the ablation check were successful without issue. The image of the ablation check shows a valid and good test. During the reported treatment the user was able to achieve good and stable suction values without problems and the treatment was performed successfully. According the user performed energy checks in the required time range so all treatments were performed in the range to the last energy check. No technical problem with the system can be identified by reviewing the logfiles. The system history shows no abnormalities that could have contributed to this event. The review shows that the laser was successfully verified prior to the date of treatment. No technical root cause could be identified as the product was found to be within specifications. The reported issue is not related to the device. (B)(4).